Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for routine follow up, right ventricular lead dislodgement was observed. The patient was stable. No further information is available.